Manufacturer narrative:
(B)(4). Device fired through lock out. The analysis results found that the device was received in good visual condition. When testing the device for functionality it was noted to be empty and the lockout was fired through. Please note the device contains a last clip lockout feature designed to increase the force required to close the trigger, thereby reducing the possibility that the empty jaws will be closed on a vessel. If the trigger is forced closed, once the last clip lockout has engaged, the jaws may remain closed. No testing could be performed to evaluate the event reported due the condition of the device. No incident related to the reported event was observed during the batch record review.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device was fired three times and then jammed. The surgeon then reset the device and it double fed the clips and jammed. They completed the procedure with another like device. There was no patient consequence reported.